Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported that the customer received an alarm on her insulin pump indicating the force sensor possibly did not detect the reservoir during seating. The alarm would not allow he customer to continue priming. The customer's blood glucose was 120 mg/dl. The customer was advised to discontinue use and revert to a back up plan. Nothing further was reported.